Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker is not making any noise, and he is getting the speaker malfunction error message on the unit. There was no allegation of an adverse event or any patient or user harm.